Event description:
It was reported that water leaked from the inflation valve of foley catheter when sterile water was injected. The issue was resolved after changing the syringe, so it may be a defective syringe. There was no reported patient injury. Per follow up information received via ibc on 29feb2024, stated that there was no patient involvement.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The affected syringe was manufactured by hanscent. The deformation at the tip of the syringe is the root cause that contributed to the leak; however, the root cause of the deformation is unknown. No failures were found within the supplier investigations. Both flex and hanscent showed no clear evidence that the failures occurred during their processes. Hanscent did not find any root cause of the leakage. All processes within hanscent were under control and no deformation and leakage were found in production retain samples, inventory, and simulation production products, no leakage record in DHR. As bd will no longer be using hanscent and flex for the syringes, this investigation will be concluded as cause unknown. Prime care will become bd¿s qualified supplier. The DHR is not required and labeling review is not required as the investigation was confirmed related to supplier issue.  H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that water leaked from the inflation valve of foley catheter when sterile water was injected. The issue was resolved after changing the syringe, so it may be a defective syringe. There was no reported patient injury. Per follow up information received via ibc on 29feb2024, stated that there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.